Manufacturer narrative:
Device evaluated by MFR: the device was received with the balloon protector still in place over the balloon. A visual and tactile examination of the hypotube revealed multiple kinks along with severe kink located in the 142mm distal to the strain relief of the hypotube. A negative pressure was applied and removed the balloon protector. The balloon was folded and had not been subjected to positive pressure. No issues were noted with the balloon. The blades, tip, markerbands were also examined and revealed no issues. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the device was simply removed from the patient's body.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was simply removed from the patient's body.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft fracture occurred. A 15/2.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.